Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure on the left fundal area had perforated the myometrium for distance of approximately 2cm / migration') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia ("unusually heavy menstrual periods/ heavy menses") and dyspareunia ("dyspareunia"), 6 months 23 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain. On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (total abdominal hysterectomy on (B)(6) 2010). Essure was removed on (B)(6) 2010. On (B)(6) 2010, the uterine perforation had resolved. At the time of the report, the menorrhagia, dyspareunia and genital haemorrhage outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, menorrhagia and uterine perforation to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: bilateral tubal occlusion. Diagnostic results: on (B)(6) 2010: transvaginal ultrasound and transabdominal ultrasound - left-sided essure device extending to the intramural portion of the left fallopian tube and 2.0 to 3.0 mm of the essure device extending into the endometrial cavity on the left. On (B)(6) 2010: operative report - essure on the left fundal area perforated the myometrium for distance of approximately 2.0cm. Concerning the injuries reported in this case, the following ones were reported via plaintiff information form: pelvic pain, uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure on the left fundal area had perforated the myometrium for distance of approximately 2cm") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure at an unspecified dose and frequency. On (B)(6) 2010, 203 days after starting essure, the patient experienced menorrhagia ("unusually heavy menstrual periods/ heavy menses") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required) with pelvic pain, abdominal pain lower and abdominal pain. The patient was treated with surgery (total abdominal hysterectomy on (B)(6) 2010). Essure was withdrawn. On (B)(6) 2010, the uterine perforation had resolved. At the time of the report, the menorrhagia and dyspareunia outcome was unknown. The reporter considered uterine perforation, menorrhagia and dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2010: hysterosalpingogram result was bilateral tubal occlusion. On (B)(6) 2010: transvaginal ultrasound and transabdominal ultrasound - left-sided essure device extending to the intramural portion of the left fallopian tube and 2.0 to 3.0 mm of the essure device extending into the endometrial cavity on the left. On (B)(6) 2010: operative report - essure on the left fundal area perforated the myometrium for distance of approximately 2.0cm. Company causality comment: this spontaneous case report refers to a female consumer who had essure inserted and essure on the left fundal area had perforated the myometrium for distance of approximately 2cm. This event is anticipated in the referenced safety information for essure. Coils were removed approximately 10 months after insertion. Uterine perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian tube perforation with essure may occur, most often during insertion. In this particular case, the exact time point of uterine perforation is unknown; however, based on the nature of this event, it was considered as related to essure use. This case was regarded as incident since intervention was required. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure on the left fundal area had perforated the myometrium for distance of approximately 2cm / migration') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia ("unusually heavy menstrual periods/ heavy menses") and dyspareunia ("dyspareunia"), 6 months 23 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain. On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (total abdominal hysterectomy on (B)(6) 2010). Essure was removed on (B)(6) 2010. On (B)(6) 2010, the uterine perforation had resolved. At the time of the report, the menorrhagia, dyspareunia and genital haemorrhage outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, menorrhagia and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: bilateral tubal occlusion. Diagnostic results: (B)(6) 2010: transvaginal ultrasound and transabdominal ultrasound - left-sided essure device extending to the intramural portion of the left fallopian tube and 2.0 to 3.0 mm of the essure device extending into the endometrial cavity on the left. (B)(6) 2010: operative report - essure on the left fundal area perforated the myometrium for distance of approximately 2.0cm. Concerning the injuries reported in this case, the following ones were reported via plaintiff information form: pelvic pain, uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. New event " abnormal bleeding" was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 24-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure inserted and essure on the left fundal area had perforated the myometrium for distance of approximately 2 cm. This event is anticipated in the referenced safety information for essure. Coils were removed approximately 10 months after insertion. Uterine perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian tube perforation with essure may occur, most often during insertion. In this particular case, the exact time point of uterine perforation is unknown; however, based on the nature of this event, it was considered as related to essure use. This case was regarded as incident since intervention was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.